Event description:
The unit was returned to covidien for preventive maintenance as there was no faults indicated on the paperwork that was returned with the unit. The covidien engineer concluded the unit was damaged and the internal battery was missing. The main functional fault found during triage was no audio.

Manufacturer narrative:
The unit is out of support and would require a new pcb (printed circuit board) which is no longer available. The unit is unrepairable. Manufacturing malfunction or defect of the device was not confirmed. (B)(4).